Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer performed a cartridge and infusion set change to address the issue.